Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7075069.

Event description:
It was reported that one of the leads had high impedances. The patient underwent a lead replacement procedure and was doing postoperatively. The explanted leads will not be returned, as they were kept by the medical facility.